Manufacturer narrative:
An ultraflex¿ tracheobronchial uncovered stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was fully deployed from the delivery catheter. No damage was observed with the stent. A visual and tactile examination found no kinks or damage along the entire length of the catheter. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this manufacturer report pertains to one of four devices used in the same procedure. Refer to manufacturer report 3005099803-2015-03230, 3005099803-2015-03231, 3005099803-2015-03270 and 3005099803-2015-03271 for the other associated device information. It was reported to boston scientific corporation on october 23, 2015 that four ultraflex tracheobronchial uncovered stents were used during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, the indication for stent placement was for a lung anastomosis. Reportedly, the patient anatomy was not tortuous and dilation was not done prior to procedure. According to the complainant, during the procedure, the physician attempted to deploy four different stents. The deployment suture of two of the stents (the subject of MFR report # 3005099803-2015-03230 and 3005099803-2015-03270) got stuck. Both stents were eventually deployed in the incorrect location as a result of the catheter bowing. The devices were removed from the patient with forceps. Reportedly, two of the stents were able to be successfully implanted (the subject of MFR report # 3005099803-2015-03231 and 3005099803-2015-03271); however, there was difficulty experienced during deployment as the stents shot off of the catheter proximal to the stricture. Both devices had to be manually maneuvered into the correct position. There were no complications to the patient as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspected device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This manufacturer report pertains to one of four devices used in the same procedure. Refer to manufacturer report 3005099803-2015-03230, 3005099803-2015-03231, 3005099803-2015-03270 and 3005099803-2015-03271 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that four ultraflex¿ tracheobronchial uncovered stents were used during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, the indication for stent placement was for a lung anastomosis. Reportedly, the patient anatomy was not tortuous and dilation was not done prior to procedure. According to the complainant, during the procedure, the physician attempted to deploy four different stents. The deployment suture of two of the stents (the subject of MFR report # 3005099803-2015-03230 and 3005099803-2015-03270) got stuck. Both stents were eventually deployed in the incorrect location as a result of the catheter bowing. The devices were removed from the patient with forceps. Reportedly, two of the stents were able to be successfully implanted (the subject of MFR report # 3005099803-2015-03231 and 3005099803-2015-03271); however, there was difficulty experienced during deployment as the stents shot off of the catheter proximal to the stricture. Both devices had to be manually maneuvered into the correct position. There were no complications to the patient as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.